Event description:
Patient was revised to address disassociation of the cup. **update** (B)(4) 2011 - letter received from patient. No new information that would change the outcome of the investigation. The patients first name was added to the record as well as the original surgery date. ***update*** (B)(4) 2012 litigation papers allege the patient suffered pain and discomfort. Added asr head. There was no new information received that would impact the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered pain and discomfort.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.